Event description:
I had an allergic reaction to the electrodes for the cardiokey extended holter monitoring manufactured by bio tel, (B)(4). The sku appears to be (B)(4). The recorder number was (B)(4). This was to be a 14- day heart monitor. After the fourth day, I began to experience itchiness of the skin in contact with the electrodes. By day 7,the skin was red, tender, and the skin was no longer intact. I stopped wearing the monitoring device and returned it to the manufacturer. I notified my cardiologist and also the manufacturer.